Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed an irritation described as skin breakdown due to abrasion on her back and under her left breast. The patient was in the hospital and was being treated by the wound care team. The team was using mepilex foam on the irritation. The lifevest was removed and the patient was put on hospital telemetry as well. The outcome of the irritation is not known, as follow up attempts were unsuccessful.